Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the infusion set on the insulin pump. Customer stated that the needle broke about three weeks ago. Customer reported that upon removal of the introducer needle, it was still inserted inside the skin. Customer stated that the incident led to high blood glucose levels. Customer's blood glucose levels at the time of the incident was 546 mg/dl. Customer was able to remove the introducer needle from the skin. Product is being returned and replaced.